Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm was noted. No moisture damage on motor assembly or electronic assembly noted during visual inspection. It was also received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the alarm could not be cleared. The customer explained that she was pressure washing and the device got wet. Blood glucose value was 134 mg/dl. The customer also mentioned that she wears the device in her bra while exercising. She was advised to discontinue the use of the device and revert to a back-up plan. The insulin pump was replaced and returned for analysis.